Event description:
Litigation papers allege that patient experienced severe pain in her hip and leg, making it difficult for her to get out of bed in the morning. The pain interferes with her daily life and worsens when she tries to walk, limiting her mobility. Update: (B)(6) 2012 plaintiff fact sheet received with part/lot information.

Manufacturer narrative:
The devices associated with this report were not returned. A review of the device history records did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. Not returned.

Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Ppf and sticker sheets received. There are no new allegations reported. Added law firm. Updated patient's initials, patient's dob and lawyer. Doi: (B)(6) 2006; dor: none reported (right hip).